Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured and lost pressure inside the patient while being pulled to arteriotomy. Manual pressure was held. Protamine was given to reverse the anticoagulation. There was no reported patient injury. The mynx was prepped according to (instructions for use) IFU instructions. A 6f cordis sheath was used with right groin access. The procedure was an atherectomy with a retrograde approach. A groin shot was taken prior to use of the device. There was no calcification and no prior arteriotomies. There was no vessel tortuosity. The deployer was trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured and lost pressure inside the patient while being pulled to arteriotomy. Manual pressure was held. Protamine was given to reverse the anticoagulation. There was no reported patient injury. The mynx was prepped according to (instructions for use) IFU instructions. A 6f cordis sheath was used with right groin access. The procedure was an atherectomy with a retrograde approach. A groin shot was taken prior to use of the device. There was no calcification and no prior arteriotomies. There was no vessel tortuosity. The deployer was trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2231601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.